Event description:
It was reported that the lead was explanted due to oversensing with inappropriate therapies and pacing impedance >3000 ohms. During the explant procedure, the lead reportedly did not have a suture sleeve but showed a deformation in the region of the fixation of the lead. The lead was discarded in the hospital. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 17 april 2023 and 12 december 2023, recorded the rv pacing impedance initially at approximately 400 ohms, before in the end of the recorded period the impedance abruptly rose onto > 3,000 ohms. The shock impedance was initially recorded at 75 ohms, before in the end of the recorded period the impedance abruptly fell onto 60 ohms. The short rr interval counter initially recorded zero events per day, before starting in the beginning of september 2023 up to 250 events per day were recorded till the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks. The analysis of the provided photos showed the protego in the device pocket with a ligature (without sleeve) wrapped around it, cutting into the lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.